Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Error i764 occurred immediately and stopped the seal process. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device stopped working during a laparoscopic nephrectomy (therapeutic) procedure. ¿it worked to start with, but it suddenly stopped working. It suddenly couldn¿t cut or burn, feeling that it short-circuited¿. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Event description:
It was reported that the subject device stopped working during a laparoscopic nephrectomy (therapeutic) procedure. ¿it worked to start with, but it suddenly stopped working. It suddenly couldn¿t cut or burn, feeling that it short-circuited¿. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.